Event description:
It was reported that the that the artificial urinary sphincter (aus) was explanted due to "fluid loss at the cuff site (ruptured cuff balloon)." A new aus cuff was implanted. Additional information received states the fluid loss was from a hole which resulted in the patient experiencing incontinence. The physician visually identified the hole during the replacement. The device issues began approximately two months prior to the replacement surgery. The patient was doing well following the surgery.